Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. During the procedure the physician noticed a sizeable object probably six centimeters in size that came from the top of the echo screen through the bottom of the echo screen. The physician thought it was a thrombus. They were not sure where it came from or where it ended up. They were on the left side of the heart when they had noticed this. A neurological exam was performed after the procedure was completed. This exam showed that there was no stroke like effect. The procedure was completed successfully and the closure device was implanted in the laa of the patient. The patient was discharged the next day and was doing fine.